Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed multiple error codes associated to patient pump and stirrer motor during maintenance.there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The customer has no contract with livanova for service of equipment. Livanova provided technical assistance and suggested the replacement of distribution board and affected pumps. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Customer not serviced by livanova, livanova provided technical assistance.

Manufacturer narrative:
H.10: based on machine history review, the device was installed since 2013 and no other similar event occurred. The most likely root cause of the reported errors is reasonably assigned to a defective motor electronic inside the motor of the patient pumps and/or defective distribution board.

Event description:
See initial report.